Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was over 469mg/dl. Customer states they need assistance programming and they had to go hospital due to the low. Customer also states that when trying to get the setting out of the pervious pump. Assisted customer with getting threw the rewind/prime with previous pump 479bg, customer has been off the pump for a few weeks and has been treating syringe. Customer states that she never does the fill cannula. Pump will not to be return for analysis.